Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with retention strips. Retention strip lot 476692 was tested on the returned meter with quality controls: ranges: level: 1 1.7-3.3 mmol/l, level: 2 14.5-19.6 mmol/l. Results: level 1: 2.4, 2.4, 2.4 mmol/l, level 2: 16.5, 17.0, 16.5 mmol/l. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of discrepant glucose results from an accu-chek inform ii meter serial number (B)(4) for 1 patient. At 11:42 the glucose result from the meter was 19.3 mmol/l. At 11:45 the glucose result from the meter was 14.8 mmol/l it was unknown if the erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The patient had eaten a snack prior to the first result and it was unknown if the patient had washed their hands prior to testing. The customer had also just returned from a scan where they were injected with iodine. Before the second test, the patient cleaned both of their hands with an alcohol swab. Qc testing and linearity testing was performed on the meter following the patient results and both passed. The meter and test strips have been requested for return. The investigation is currently ongoing.